Event description:
It was reported to depuy acromed that a minipolyaxial screw broke post-operatively. According to the complaintant at 4 months post-operatively, x-ray revealed a broken screw at c7. The pt has no adverse consequences as a result of the breakage. The spine is still in alignment and the pt is continuing to heal. The screw remains implanted and the surgeon has no plans to explant the broken screw. A complaint history analysis was performed and no other complaints of this type have been reported for this part number. The screw was not returned for evaluation as it remains implanted. The lot code was not reported by the complaintant. A definitive cause of the event cannot be determined. No further action required.